Event description:
The customer reported a pt went into brady then v-tach runs and finally asystole. The customer reported that the nurses were very confused and really do not know about what alarmed and were unsure how to respond.

Manufacturer narrative:
Post-op pediatric pt on pacemaker required further emergent care. A preliminary investigation indicates that a delayed response to the pt can be considered to have occurred as staff were not immediately aware of and did not immediately respond to the change in condition of the pt, which will be considered as a factor in this adverse event. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.